Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a navistar thermocool catheter and the tip on the distal part of the catheter was loose after it had been connected. They changed the catheter to complete the procedure. Upon receipt, the catheter was visually inspected and the catheter tip was found in normal conditions. No detached or loose wires were found. The tip was properly attached to the shaft. Also it was found that the connector was pulled out of the barrel and the internal component was exposed on the connector handle. No damage on tip was found. Evidence of polyurethane (pu) were showing on the connector. However, it is not possible to establish if there was insufficient pu or was the catheter removed from the connection strongly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has not been verified.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar thermocool catheter and the tip on the distal part of the catheter was loose after it had been connected. They changed the catheter to complete the procedure. There was no difficulty in removing the catheter from the patient. There was no patient consequence. Pictures were requested to review the product issue. However, no pictures were available. Therefore, in taking a conservative approach this event has been assessed as reportable.